Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The equipment was checked and found to function within manufacturer's specifications. The reported complaint could not be duplicated.

Event description:
The hospital reported the unit would not pass the preoperative checkout. There was no report of patient involvement.